Manufacturer narrative:
(B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor of the air oscillator device was worn. It was determined that the device had an air leak and the motor power was too low. It was further determined that the device failed pretest for check frequency, minimum 12,000 to 16,000 oscillation/minute and check for air leak. It was noted in the service order that the device was defective. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) of 2020. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.